Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that part of the lead was returned. The outer insulation was abraded at 17.0 cm to 17.6 cm from the proximal cut end. The lead abrasion is consistent with that produced by friction to another device.